Manufacturer narrative:
Additional, changed, and/or corrected data: a5 a6 d9 h3 h6. Laboratory analysis summary: the device related to the reported event of wound dehiscence was received on april 23, 2025, with lot number 3573245. Based on the product analysis performed, the assessments of the complaints are: ¿ wound dehiscence: unable to observe as it is not related to the device. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "wound dehiscence". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "wound dehiscence" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence.

Event description:
Healthcare professional reported "wound dehiscence". This record is for the right side. Device was explanted.